Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Engineering verified that jaw alignment of device was within specifications. Engineering inspected jaws under a microscope and found no physical damage to the jaws. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to opening package, it was noted that the tips of the device were not aligned. The device was not used instead a new device was open to complete the case.